Manufacturer narrative:
The lead was returned without a reported event. As received, only the connector portion of the lead was returned for analysis. A failure event was observed during analysis. Final analysis found a full breach insulation degradation exposing the outer coil adjacent to the connector boot. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage. No anomalies were detected.

Event description:
This report is to advise of a failure event that was observed during analysis.